Manufacturer narrative:
Reported event of catheter difficult to withdraw from stent. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2016. Reportedly, the patient had a history of chronic pancreatitis. The procedure was performed with the patient under general anesthesia. The patient's pseudocyst was eight centimeters in diameter and the distance between the gastric wall and the pseudocyst was nine centimeters. According to the complainant, during the procedure, the physician examined the target site with eus doppler prior to stent placement. The physician then applied cautery and advanced the delivery system into the pseudocyst, but, upon examination of the eus image, the delivery catheter was not visible. The physician adjusted the position of the scope in an attempt to visualize the catheter tip, but the catheter was still not visible. The physician removed the device from the scope, re-advanced the same axios device into the scope, and made a second puncture into the pseudocyst. The catheter was then visible on eus, and the stent was successfully deployed. However, when the physician attempted to remove the delivery system, the tip of the catheter became caught in the deployed stent. After manipulating the scope and catheter for a few minutes, the physician was able to detach the catheter from the stent and the stent remained implanted in the desired position. Upon endoscopic examination of the stent, it was noted that blood was draining through the stent. The bleeding began to slow down and stopped on its own, and the patient was then taken to recovery. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable. According to the complainant, the exact cause of the bleed was not able to be determined but the physician did not think the bleeding was from the first puncture site and that they might have hit a small vessel.